Event description:
It was reported that during a lap colectomy, the device was being used to control bleeding; as it was fired the clips did not form. The clips were in a u shape, they did not close. The bleeding was controlled with another applier. Another device was used to complete the procedure. The amount of blood loss is unknown. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
(B)(4) : information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time